Event description:
It was reported that an ilet user experienced persistent high glucose readings at 354 mg/dl on the ilet and by fingerstick after a supply change, later discovering the plastic needle guard remained on the prior infusion set, which prevented insulin delivery; a full supply change was then completed with guided troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem was identified involving an improperly deployed infusion set and connector related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The event was attributed to an unintended use error that caused or contributed to the hyperglycemia.

Manufacturer narrative:
Initial.